Event description:
Pressurized door flew open during operation.

Manufacturer narrative:
Door alignment has been altered from daily wear and tear, causing the door not to securly catch against the door post. As a result the door sprung open under pressure.